Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during a trial implant procedure, the physician experienced difficulty placing the lead. Intraoperative testing showed invalid impedances. The physician decided to remove the lead and placed two new leads. The surgical procedure was extended approximately 30 minutes. The pt received good stimulation coverage.